Manufacturer narrative:
H10 h3, h6: the real intelligence cori, part number ro10024, serial number (B)(6), intended for treatment was returned for evaluation. The reported problem could not be confirmed with a visual inspection. Nothing was visually identified that leads to the reported scenario. The reported problem was confirmed with a functional evaluation. The error: "time lapse in the system" was shown. A test case was performed without any failures. Previous patient records were downloaded and reviewed to determine when and where the error occurs. The described error appears in some cases, but always at the same point where the drill and camera are marked with a green checkmark when the connection is correct. However, if the camera was plugged in shortly before this point, the error message also appears. Therefore, a faulty camera connection or a camera defect is likely the cause. No other defects found. A complaint history review was performed by part number and similar complaints were identified. A review by serial number was performed and only one similar complaint was identified. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is associated with a faulty camera cable connection or a camera defect. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), intended for treatment. The device was received; however, a physical evaluation was not possible as the product was inadvertently misplaced. System log files or screenshots were not provided for investigation, as such a thorough investigation could not be performed. Should screenshots or system log files become available, the case can be reopened. A complaint history review was performed by part number and similar complaints were identified. A review by lot/serial number was performed and only 1 similar complaint was identified. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was not completed. The product was inadvertently misplaced and no evidence was made available to link the complaint to an escalation event. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with a defective connection port. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a cori assisted tka surgery, after the registration of one (1) real intelligence robotic drill, it stopped during the drilling test procedure. Reconnecting the handpiece or restarting the case and the console did not resolve the issue. The handpiece was brand new and was likely damaged by a defective connection port of one (1) real intelligence cori. The procedure was resumed, after a non-significant delay, with a change in surgical technique (manual procedure). No further complications were reported.